Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 54 mg/dl (exact value not provided), resulting in customer losing consciousness, hitting head and suffering a concussion. The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. No information was provided regarding type of treatment received. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved; however customer is still recovering from concussion. System check with tandem technical support confirmed that the pump was functioning as intended.